Manufacturer narrative:
Initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed that the drive cable and the sheath were cut. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage, which occurs post-use of the device and is not related to the original device failure. Impedance and image test could not be performed due to the condition in which the device returned.

Event description:
Reportable based on device analysis completed on 30jun2022. It was reported that visualization issues occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the screen became dark and nothing was displayed after the start of the third pullback. The device was removed and the procedure completed with another of the same device. There was no patient injury. However, device analysis revealed with the sheath cut.